Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 2/17/2026 and 2/18/2026. The wearable was inserted into the abdomen on (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour frequently within the investigation window on (B)(6) 2026. The probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.